Event description:
Adverse event "system message, system swapped out, causing 20 minute delay" (no code available). Product problem: system message (device displays error message). A technician reported that a system message was displayed. The case was completed on another system after a twenty minute delay. The technician was reported that there was no patient harm.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) confirmed the system message in the event log and replaced the fluidics module to address the issue. In addition, the tm replaced the supervisor and power controller pcb as a diagnostic measure, these parts were returned for investigation. The system was then tested and found to meet specifications. The returned fluidics module was installed into a known good system and tested. No system message occurred after the boot-up sequence,a combined cassette was primed and tuned along with a vit probe and phaco handpiece with no issue. In addition, a 12 hour burn-in cycle was performed successfully. The fluidics module was removed from the constellation and tested on a fluidics module test station. No issue was found. A root cause for the reported system message cannot be determined because the message was unable to be replicated. A review of complaints for the last 24 months did not indicate any reports related to this event for this system. (B) (4). (B) (4). (B) (4).